Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked it remotely and confirmed that system was unable to boot up. To resolve the issue, rse explained the procedure to the customer for selecting the sata disk to bypass the selection prompt. After rse explained the procedure to the customer for selecting the sata disk or pressing the esc key to bypass the selection prompt, system returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue happened selecting the sata disk or pressing the esc key to bypass the selection prompt. This complaint is not caused by philips product, it happened by user issue, they don¿t select the sata disk or pressing the esc key to bypass the prompt. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.